Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition with asystole greater than two seconds due to an unknown reason. A revision procedure was performed where an excessive amount of blood was observed in the header of the right ventricular (rv) port and in the rv lead lumen. Entrapped air was also noted. There was a concern over a possible connection issue. During the procedure they were unable to reproduce the noise with manipulation. The physician opted to explant the cardiac resynchronization therapy defibrillator (crt-d) due to a concern over a possible issue with the header of the device. The rv lead was left implanted with a new device. The physician was reminded to clean the terminal pins prior to inserting into the device header. No additional adverse patient effects were reported.